Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was stated that at first it looked as if it was trapped in the inner catheter. It was taken out and checked however it then moved to another place. It is not known where it ended up and is still in the patient. It was attempted to remove it by simply pulling but it could not be removed so it was decided to leave there. There is no planned procedure to remove the detached tip wire from the patient. The detached portion of the guidewire was not removed. The patient is reported to be ok. Image analysis: one still image was provided from the account. The reported detached wire appears to present in the vasculature. Image shows what appears to be a detached wire, but as the image is still it is not possible to determine the cause of the detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one zinger guidewire during a cardiac resynchronization therapy (crt) implant procedure. The device was I inspected with no issues. The wire tip was not formed by the physician. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that the device detached inside the patient. During the crt implant, having canulated the coronary sinus with a sheath and with a sub-selector inside, the zinger guidewire was being manipulated. It was then noticed that the tip was not moving. It was attempted to retry the whole guidewire when it was noticed that the guidewire's tip was broken and trapped inside the coronary sinus. The patient is alive with no injury.